Event description:
It was reported that during a replacement surgery scheduled due to battery depletion, high impedance was observed. Preoperative diagnostics were within normal limits at 2900 ohms and the generator was pulse--disabled due to battery depletion. After the generator was replaced, however, impedance was high at 5437 ohms. Pin re-insertion was attempted multiple times, and the surgeon was confident that the pin was inserted past the connector block. Pressure was verified to be released from the header. Using a test-resistor in the generator showed normal impedance. The lead and generator were replaced. The patient reportedly was prone to falls. The suspect product has not been received to date. No new relevant information has been received to date.

Event description:
The explanted lead and generator were received for product analysis; however, product analysis has not been completed on the returned products to date.

Event description:
Product analysis was completed on the returned generator. Premature battery depletion was identified in the generator (as captured in MFR. Report #1644487-2018-01034); however, this is not expected to be related to the high impedance in the current report. No contributory causes to the high impedance was detected while analyzing the generator. There was no evidence of high impedance in the last >25% change in impedance recorded in the generator's internal data. Product analysis was completed on the returned lead. Only a portion of the lead (including the lead pin) was received. In the returned portion of the lead, high impedance was not verified. Set screw marks were identified on the connector, indicating that at one point in time the lead had a good electromechanical connection with a generator. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No further relevant information has been received to date.